Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿swelling¿, ¿I¿m very frightened¿, "elevation and noticeable fullness on right side cheek area", and ¿severe reaction on both sides of patient¿s cheek¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: contraindications: ¿ juvéderm voluma® xc is contraindicated for patients with severe allergies manifested by a history of anaphylaxis or history or presence of multiple severe allergies. ¿ juvéderm voluma® xc contains trace amounts of gram-positive bacterial proteins and is contraindicated for patients with a history of allergies to such material. ¿ juvéderm voluma® xc contains lidocaine and is contraindicated for patients with a history of allergies to such material. Precautions: ¿ health care professionals are encouraged to discuss all potential risks of soft tissue injection with their patients prior to treatment and ensure that patients are aware of signs and symptoms of potential complications. Adverse events: ¿all device/injection-related aes after repeat treatment were mild to moderate, required no action, and resolved without sequelae. Generally, device/injection-related aes were less severe after repeat treatment compared to initial/touch-up treatment, and most resolved within 3 months. Similar to the initial/touch-up treatment, 3 subjects experienced a device/injection-related ae that lasted more than 180 days, but all resolved without requiring any treatment. Device/injection-related adverse events occurring in = 1% of subjects included injection site swelling (0.6%), injection site pain (0.6%), and injection site papule (0.6%). ¿the following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery. Instructions for use: ¿with patients who have localized swelling, the degree of correction is sometimes difficult to judge at the time of treatment. In these cases, it is better to invite the patient back to the office for a touch-up treatment. ¿patients may experience treatment site responses, which typically resolve within 2 to 4 weeks. Ice may be applied for a brief period following treatment to minimize swelling and reduce pain. ¿within the first 24 hours, patients should avoid strenuous exercise and extensive sun or heat exposure. Exposure to any of the above may cause temporary redness, swelling, and/or itching at the treatment sites ¿prior to treatment, the patient¿s medical history should be obtained, and the patient should be fully apprised of the indications, contraindications, warnings, precautions, treatment responses, adverse reactions, and method of administration. Patients also should be advised that supplemental ¿touch-up¿ implantations may be required to achieve and maintain maximum correction.

Event description:
A patient reported that approximately 9 months after injection in the cheeks with one syringe of juvéderm voluma® xc, the patient developed swelling in the right cheek. The patient is ¿very frightened.¿ one month after symptom onset, the patient was injected with one syringe of an unspecified juvéderm® product to make patient¿s left cheek symmetrical with the right cheek. Further follow up with the healthcare professional determined that treatment with juvéderm® ultra plus xc was injected in the patient¿s ¿left cheek¿ approximately 10 months after juvéderm voluma® xc injection to address ¿elevation¿ and ¿noticeable fullness¿ on patient¿s right cheek. An unknown time later, the patient developed a ¿severe reaction on both sides of¿ patient¿s ¿cheek.¿ patient is receiving unspecified treatment by a different physician. Symptoms are ongoing. Healthcare professional additionally stated that, ¿initial result of¿ juvéderm voluma® xc ¿was esthetically acceptable by patient.¿